Event description:
It was reported that the lead exhibited less than 200 ohms impedance and the patient experienced asystole. Programming was changed to voo with high output for safety reasons.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.